Event description:
It was reported that while in the theatre, the standard prep procedure was followed when preparing the balloon for insertion. The md advanced the intra-aortic balloon (iab) through the sheath, which was inserted into the right femoral artery. Per the md, "the catheter fed easily through the sheath; however, it was not possible to feed the catheter into the vessel." As a result, the doctor pulled the catheter back through the sheath and insertion of the (B)(4) was aborted. The md requested a new balloon, (B)(4), which was opened and fed through the same sheath and into the aorta. The md was satisfied with the second insertion. This md and department is familiar with the iab insertion procedure. There was no reported pt injury or complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.